Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to change the pump volume settings. Tandem technical support was unable to obtain further information as customer declined troubleshooting.